Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, this chronic right ventricular (rv) lead exhibited loss of capture (loc) at maximum outputs when connected to the replacement pacemaker. It was noted that the lead was not tested on a pacing system analyzer (psa) and the root cause was not determined. The lead was surgically abandoned and replaced and the replacement pacemaker remains implanted and in service. No adverse patient effects were reported.